Event description:
It was reported that during a treatment procedure, thrombosis occurred. An unknown impulse guide catheter was advanced. When physician aspirated through the catheter, a clot collected in the syringe. The physician advanced another unknown impulse guide catheter. When physician aspirated through the catheter, a clot collected in the syringe. The procedure was successfully completed with another unknown impulse guide catheter. No additional patient complications were reported.

Event description:
It was reported that during a treatment procedure, thrombosis occurred. An unknown impulse guide catheter was advanced. When physician aspirated through the catheter, a clot collected in the syringe. The physician advanced another unknown impulse guide catheter. When physician aspirated through the catheter, a clot collected in the syringe. The procedure was successfully completed with another unknown impulse guide catheter. No additional patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).